Event description:
Additional information was provided on (B)(4) 2012. The customer indicated that the patient specimen was tested at the (B)(6) and the specimen was found to be (B)(6) by 4 additional assays including pcr. The sample was also sent back to the customer lab and was tested again by western blot innolia and generated a (B)(6) result. No additional patient information was provided with this updated information.

Manufacturer narrative:
Additional information was provided on (B)(4) 2012. The customer indicated that the patient specimen was tested at the (B)(4) and the specimen was found to be (B)(6) by 4 additional assays including pcr. The sample was also sent back to the customer lab and was tested again by western blot innolia and generated a (B)(6) result. No additional patient information was provided with this updated information.

Manufacturer narrative:
Correction: the lot number was incorrectly typed in the initial submission, it should be 09673lf02. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity evaluation was performed with file kit material of axsym hcv reagent lot 09673lf00. This lot is from the same bulk material lot as the lot number in question and is deemed equivalent. The testing met the acceptance requirements which indicated that the lot has not been compromised. Tracking and trending did not identify an adverse trend or any atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the axsym hcv assay, reagent lot 09673lf02, was not identified.

Manufacturer narrative:
An evaluation is in-process. A follow-up report will be submitted when the evaluation is complete. (B)(6) test results; (B)(4) no consequences or impact to patient; (B)(4).

Event description:
The customer indicated that they generated false (B)(6) results while using the axsym hcv assay. The customer indicated the patient was tested using the axsym hcv assay (2 aliquots from the same draw). Both aliquots tested (B)(6): (B)(6) 2012: (B)(6); (B)(6) 2012: (B)(6). The customer indicated the patient was (B)(6) on other methodologies tested at a different laboratory (siemens and western blot). Additionally, the patient was tested using (B)(4) and was (B)(6). During troubleshooting the sample was tested using the architect anti-hcv which generated a (B)(6) result. No additional patient information was provided. There was no impact to patient management reported.